Manufacturer narrative:
Device received unable to perform the displacement due to broken and detached end cap. Device received with cracked reservoir tube lip. The p-cap locks into the reservoir compartment properly noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was damaged. Customer also reported that there was crack on bottom of insulin pump and reservoir compartment however reservoir was unable to lock in place. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.